Event description:
A distributor in (B)(6) reported that four (4) rt105 adult inspiratory-heated breathing circuits failed the leak test with the maquet servo I ventilator. The alleged breathing circuit leaks were observed before pt use.

Manufacturer narrative:
(B)(4). The distributor reported the lot number of one (1) of the breathing circuits (090731), but was unable to provide the lot number of the other three (3) breathing circuits. The rt105 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt105 breathing circuits are currently en route to fisher & paykel healthcare for analysis. We will provide a f/u report upon completion of our investigation.